Manufacturer narrative:
(B)(4). Investigation: this set was unavailable for investigation. Trends suggest that the event reported is random and occurs at a low level on a general basis. If the set is later rec'd and findings differ from the information presented in this record, a supplement will be filed. Root cause: historically, a disposable leak outside the centrifuge can be due to a hole in a component or assembly, an incomplete bond, a welding issue, or a breakage at the tubing bond. Design history review details: no product dispositions, simulated use tests (sut) failures or engineering change orders were issued for this product or lot. One failure was noted for this lot. Braided bearing not correctly snapped onto loop. This did not contribute to the incident as it has no impact on the cassette assembly. Sterilization - passed. Pyrogen - passed. Conclusion: manufacturing defect.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. During the procedure, a leak was discovered in cassette. No safety issue occurred, nor was alleged to be likely to occur. Customer would not disclose any pt information.